Manufacturer narrative:
A total of 93 samples from the same lot were received from the user on (B)(6) 2016 for evaluation. Investigation was completed on (B)(6) 2016. The eyelets on each sample were visually inspected with no issues found. An eye profile examination was performed on 73 of the samples again with no issues found. Twenty samples were retained for reference. The device history record was reviewed and no issues were noted. A review of vapro product line complaint data from (B)(6) 2013 through (B)(6) 2016 for sharp eyelet causing urethral bleeding shows this to be the only such complaint.

Event description:
It was reported by the user that the vapro standard catheter was inserted normally into the penis. Upon removing the catheter, discomfort in the penis was noted and fresh blood was observed following the catheter withdrawal. The user noted a slightly deformed hole (eyelet) on the catheter which left a sharp edge that pointed upwards. It appears that the edge flattened upon insertion but caught the urethra upon removal. This resulted in trauma to the length of the urethra and bleeding which continued until morning. The user obtained an emergency visit with his gp and was fitted with an indwelling catheter for a week to allow the urethra to heal. The user is now fine.